Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported there was no alarm generated, though the lower limit was set, and the patient got up while on ECMO (extracorporeal membrane oxygenation). No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A good faith effort attempt conducted confirmed there was no patient or user harm. The customer was expecting a arterial pressure alarm which did not sound even the value of the mean arterial pressure was below the limits. The field service engineer (fse) went onsite to test the device and check the device configuration. After analyzing it was found that there was no alarm for pam (mean arterial pressure) configured on the measurement server. Only systoly alarms were activated. The configuration on the monitor has been changed by the fse and the mean arterial pressure (pam) alarms have been activated. Based on the information available and the testing conducted, the cause of the reported problem is due to user knowledge. The reported problem was confirmed. The fse changed the measurement server configuration and confirmed the device was working to its specification. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.